Event description:
Customer reporting that they continually test sars false positive, estimating 30 tests over a period of longer than 2 months (unknown full timeframe). Customer states in the past they have been negative in comparison by pcr and other brand rapid antigen tests. Report 14 of 30.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: phone.